Manufacturer narrative:
An investigation has been initiated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During insertion, after blood was aspirated using the needle provided, the wire was fed through. Initially fed easily and then met resistance. The ultrasound showed the wire had gone into the internal jugular and through the posterior wall. The needle was removed and then the wire was pulled back, majority pulled back easily but then met resistance. Ultrasound showed the wire was stuck to the posterior wall of internal jugular. On closer inspection of wire the inner coil part had separated from outer firm part, and subsequently the coil was stuck in the vein making it impossible to remove with gentle traction. Vascular surgery contacted and patient required surgical cut down to remove wire.

Manufacturer narrative:
The 11.5f hemo-cath catheter was returned for evaluation along with three pieces of the guidewire. Visual inspection confirms the complaint. A great deal of tissue was ensnarled in the wire coils. Once the tissue was removed it was observed that the guidewire core wire had snapped near the start of the "j" section. The broken core wire then resulted in the outer coil unraveling. Under magnification both ends of the broken core wire appear to have snapped, indicative of being stressed beyond the maximum forces the device is designed to withstand. The guidewire contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured according to specification with no non-conformances or abnormalities. A definitive root cause cannot be determined but is not likely manufacture related. The description provided states resistance was encountered twice. The instructions for use include the following warnings: *do not advance the stainless steel guidewire or catheter if unusual resistance is encountered. *do not insert or withdraw the guidewire forcibly from any component. The wire could break or unravel. The IFU includes the following potential complications: laceration of vessel, perforation of vessel. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.